Event description:
It was reported that they were unable to aspirate the catheter; the catheter was occluded. The catheter was replaced. The device system was delivering lioresal baclofen. It was later reported that the catheter was kinked and occluded; the location of the issue was unknown. During the procedure, the physician was unable to aspirate anything from the catheter. The patient experienced underdose symptoms of increased spasticity all over related to the event. Per this reporter the device system was delivering gablofen baclofen (2000 mcg/ml) and the concentration was decreased to 1000 mcg/ml during the procedure. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (b)96) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Evaluation summary: the catheter was returned in two segments for analysis. Analysis of the catheter revealed ¿no significant anomaly ¿ acceptable catheter testing¿.

Event description:
Additional information was received and it was clarified that the baclofen brand being delivered via the device system during the event was lioresal.